Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a contour ureteral stent was used in a procedure. During the procedure, it was noticed that the catheter was wrapping around the guidewire. When the guidewire was removed, the stent also retracts and becomes buckled. The stent was successfully implanted and the procedure was completed with this device. There were no patient complications reported.

Event description:
It was reported that a contour ureteral stent was used in a procedure. During the procedure, it was noticed that the catheter was wrapping around the guidewire. When the guidewire was removed, the stent also retracts and becomes buckled. The stent was successfully implanted and the procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient. Block e1 initial reporter email, has been updated.